Manufacturer narrative:
H11 h3, h6 part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. An analysis of the customer provided image found the insertion device next to the outer package standing next to it displaying the device information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t implants of one (1) fast fix flex were dislodged from the inserter. Both ts were deployed through the meniscus and were removed with suction. The patient's status is fine. The procedure was performed, after a non-significant delay, using an equivalent s+n back up. No further complications were reported.